Event description:
It was reported that pt was a status post direct anterior hip replacement. Pt followed up with her surgeon where the doctor reported a fracture at the calcar. The pt refused initial surgery until today at which point was to painful to ambulate. Stem was removed easily and a restoration modular cone conical was implanted without incident.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.